Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter read inaccurately compared to his feelings and or normal results. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that an alleged inaccuracy began between ¿(B)(6) 2014-(B)(6) 2014¿. At an unspecified date/time, the patient claimed he obtained blood glucose readings that were ¿inaccurate¿. The patient did not provide the actual readings obtained with the subject meter. The patient manages his diabetes with insulin (unknown type and dosage) and stated he continued with his usual dose of medication in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, at an unspecified time after the alleged issue occurred, he ¿fainted and passed out¿. On (B)(6) 2014 between ¿8-9 p. M.¿ the patient contacted emergency medical services (ems). Ems tested the patient and obtained readings of ¿0, 20 or 22 mg/dl¿ with the ems meter. The patient stated he was treated by ems; however, he did not recall the type of treatment received. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.